Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), low telemetry was observed. Additionally, high impedance measurements were present. It was determined that the root cause of this was due to air accumulation on the left lung, this was a clinical method used to manage sedation. The issue was addressed during the procedure, and it was resolved. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.